Event description:
It was reported that the patient with this device passed away at home while in bed. There were no allegations directly related to the performance nor functionality of the device however, no device history aside from an electrogram review were completed. The strips leading up to the time of death, illustrated device pacing with some loss of right ventricular capture. The patient had non boston scientific leads, a long qt syndrome and subsequent ventricular fibrillation, lasting around 40 minutes. A review of the patients medical history showed a high threshold at the time of device change out which did result in a programming adjustment to ensure an adequate safety margin. It was however noted that within the last two years, the outputs had been lowered to 2.0v at 0.4 ms. It has been requested that device data history be reviewed to assess device performance; to date no device nor data disk has been secured for any further review. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).